Event description:
Related manufacturer reference number:2017865-2024-37250. It was reported that the patient presented with an infection with bacteremia. It was also noted that there was evidence of small pulmonary embolisms. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.